Manufacturer narrative:
This report is being submitted to report additional information. Upon further review of the event it was determined that this report is a duplicate of 0001038806-2023-01578. Therefore this submission is a retraction report. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.

Event description:
Upon further review of this event, it was determined that this report is a duplicate of 0001038806-2023-01578.

Event description:
It was reported that the implants at tooth sites #6, 11, 22 & 27 were removed due to perimplantitis.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.